Manufacturer narrative:
Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The perforator bit subject to this MDR was returned to the manufacturer for evaluation and is waiting on functional testing. On completion of the testing, a follow-up MDR will be submitted.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop and hit the dura.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop and hit the dura.

Manufacturer narrative:
A definitive root cause of this issue is undetermined. However, as stated in the IFU, the perforator bit should be used between 750 and 1250 rpm¿s. The account confirmed a usage of 7000 rpm's. Therefore as the rpm¿s can affect the performance of the perforator, the rpm's used may have contributed to the root cause.